Event description:
Female child with medical history of tetrology of fallot and pulmonary atresia underwent right ventricle to pulmonary artery reconstruction using aortic homograft on 5/10/90 which required explant on 9/18/91 due to "pulmonary artery dilatations and coil occlusion of systemic to pulmonary artery collaterals." Another homograft was used for subsequent tetrology of fallot and ventricular septal defect repair. Site did not assess relationship of explant to homograft.